Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: code: 8434t, lot: 131269, mfg: 10/28/2008, exp: 10/31/2013. Code: 8424t, lot: 132933, mfg: 11/03/2008, exp: 11/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that the suture broke approximately 24 hours following a total abdominal hysterectomy. The patient was returned to surgery for repair. The patient was reportedly coughing or vomiting at the time of the reported event. Additional information was requested; no further information was received.